Event description:
The accounts maintenance stated that the trendelenburg function is not working and the head hi/low down will not operate when the hi/low down switch is pressed. He has replaced the logic circuit board but the problem remains.

Manufacturer narrative:
The account has not completed repairs.